Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the right coronary artery (rca). While the patient was in the intensive care unit (ICU), the patient had dark burgundy colored urine. The lactate dehydrogenase (ldh) and haptoglobin were elevated. The impella was repositioned due to the positioning being shallow. The hemolysis resolved after the repositioning. The post-procedure outcome is survived at explant. It was noted that the patient was on a heparin drip which can cause hemolysis. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Data logs show no mc spikes outside of p-level changes. No suction alarms. Brief impella in aorta alarms which resolved. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was most likely use related to improper positioning per clinical details that repositioning the pump resolved the hemolysis. Device in wrong position: the cause of the device in wrong position was not determined due to lack of clinical information.